Event description:
Pt reported that there was moisture in her infusion device chamber. She was advised to remove all supplies from her infusion device and smell inside the infusion devise chamber. Pt stated it is insulin. The pt stated that the infusion device has been working properly. The insulin cartridge had been in the infusion device for 2 days when the pt noticed moisture in the chamber. The pt believes that the insulin might have been from the cartridge which she fills herself. She was instructed to dry out the infusion device and insert a new insulin cartridge. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
Product not returned for eval.